Event description:
It was reported by case manager (B)(6), that the customer was hospitalized on (B)(6) 2014 due to being in a hyperosmolar hyperglycemic state. Customer's blood glucose levels at the time of hospitalization 969 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous fluids and insulin. Troubleshooting occured. A previous no delivery alarm was found. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.